Event description:
A surgeon reports that after an intraocular lens had been placed in the eye, a vitrectomy was required. As a result, a different lens model was used. More information has been requested.